Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with an unknown mentor saline implant experienced unknown sided deflation with possible mold post operative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. At the time of this report, mentor is unable to independently verify the presence of mold as the devices have not been returned for analysis.

Manufacturer narrative:
Device evaluation completed on november 30 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, microscopic examination, and material evaluation returned device. During the visual analysis of the returned sample, the saline implant smooth was observed with white particles on the patch and brown material was inside the breast implant. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view at the union between the shell and the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. As the authorization form for examination was not received the evaluation was limited to non-destructive testing, therefore, a thickness measurement could not be performed. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Additional investigation was performed to identify the chemical composition of the white particles and brown liquid. Overall, infrared spectroscopy revealed that unknown white particles exhibited the chemical composition of inorganic calcium carbonate-based material. Calcification on silicone breast implants is a well-recognized occurrence that increases with time following implantation. On the other hand, the brown liquid showed, principal bands associated with alkyl halide base material, this kind of solution can be used as a disinfectant. However, the source of the origin of white particles and brown liquid remains unknown. A second product was received. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The patient had the device explanted on (B)(6) 2023. Reason for device explant and/or reoperation: mold manufacturer¿s reference number: (B)(4).